Manufacturer narrative:
The returned catheter was patent and it met requirements for the leakage test. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that pre-operatively, when the doctor checked the product, he found that the device was leaking. According to the report, the doctor used a new one to complete the surgery. There was no impact was reported to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.